Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unresponsive/unreadable touchscreen issue was verified, but the cracked touchscreen issue could not be verified. The failure investigation has been completed. Based on the analysis, the alleged unresponsive/unreadable touchscreen issue was verified, but the cracked touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. The customers blood glucose (bg) was 183 mg/dl. The customer reverted to an alternate method of insulin therapy.